Event description:
It was reported when the patient first got implantable neurostimulator (ins), the doctor implanted the ins on the wrong side and he was getting a shocking sensation even when he had stimulation off. It was stated the patient was not sure how long the shocking would last. The ins was revised around (B)(6) 2010 to the other side.

Manufacturer narrative:
Product ID 3889-28 lot# v484657, implanted: 2010 (B)(6); product type lead. (B)(4).